Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence, urinary/bowel dysfunction it was reported that  the patient did not know if their therapy was working because they are experiencing bowel blockages. The patient called to verify that their equipment is working properly. Agent walked patient through connecting with their ins and verified that equipment was working as expected. Patient asked if they would be able to connect to their ins if their ins battery had depleted, agent reviewed expectations. Patient states that this has been going on for the past 3 days. Patient opted to maintain current stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.